Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the "up" and "contrast" buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/17/2012 with the following findings: the "up" and "contrast" buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the "up" "down" and "contrast" button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.